Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken antenna wires. System lock could not be obtained at any spacing. The no lock condition prevented several electrical tests from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.